Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 396 mg/dl and had to visit the emergency room (ER). During troubleshooting with tandem technical support (tts), it was discovered that elevated bg level was a result of the customer consuming too much carbohydrates as well as customer manually stopping insulin delivery multiple times. Customer was eventually hospitalized due to the issue, but did not provide any additional details on treatment received during hospitalization. The customer was released from the hospital on 05/10/2026. The customer reverted to an alternate method of insulin therapy.